Event description:
According to translated information, the valve would not rotate and the orifice fractured. It was reported this was a standard valve packaged as a rotatable valve. The pt expired due to prolonged perfusion (5 hours).